Event description:
It was reported that the device had a power on reset occurred. The device was reprogrammed and remains in use. There were no reported patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device experienced a critical random access memory (ram) parity error power on reset (por) (B)(6) 2012, in location "0c f2". Device should be able to recover from the event and continue normal function.